Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluations is complete a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation was sliding out of place during a hysterectomy and appendectomy. A second handpiece of the same type was opened and used successfully to complete the procedure.